Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient no longer uses the pump as the pump does not work anymore.